Event description:
It was reported that during an unknown procedure, it was observed that the device could not be fired and had no motor sound on the firing. The surgeon removed the battery and rotated for 180 degree and reinserted the battery. The device still could not be fired and had no motor sound. Another device was used to complete the surgery. There were no adverse consequences to the patient. Our customer suspect it was battery issue. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 09/17/2025. D4: batch #553d98. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with an ecr60b reload present. The reload was received fully fired, the reload pan was noted to be partially dislodged from the left proximal side. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. The event described could not be confirmed as the device performed without any difficulties noted and the reload was received fully fired. Although the cause of the reported incident could not be determined, proper use of the endo linear cutters - echelon 60mm - powered+ is important to ensure functionality. A manufacturing record evaluation was performed for the finished psee60a, with lot/batch number a97w8j, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 553d98, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.